Manufacturer narrative:
On (B)(6) 2018 the medical affairs director made the following analysis: lateral malleolar fracture in an elderly female patient has probably occurred during tha surgery, where a leg positioner was used. No report on a malfunction of the leg positioner is available. It is a manual instrument and a bone fracture, especially in an elderly lady, is an adverse event that can occur even if no malfunction of the device occurred. The report is somewhat unclear, but probably the femoral stem was revised due to rotational malalignment: the relationship between this situation and the malleolar fracture cannot be determined with the information at hand. Batch review performed on 27 july 2018. Lot 170013: 114 items manufactured and released on 15 may 2017. Expiration date: 2022-05-03. No anomalies found related to the problem. To date, 101 items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in the complaining of pain 2 weeks after primary. The lateral malleolus and the femur were fractured when the surgeon checked the x-ray after the primary surgery. The surgeon revised with the another company's products. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 october 2018. Amis shoe reference 01.15.10.0315 lot 1754696: (B)(4) items manufactured and released on 23 february 2018. No anomalies found related to the issue. To date, no similar event on the same lot has been registered . Amis mobile leg positioner 2.0 frame reference 01.15.10.0190 lot 1656236: (B)(4) items manufactured and released on 08 march 2018. No anomalies found related to the issue. To date, no similar event on the same lot has been registered.